Event description:
It was initially reported that the patient experienced a lot of back and leg pain. She also had issues with recharging (not specified). The neurostimulator was explanted and replaced. Multiple attempts of follow up with both the physician and patient were unsuccessful.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.